Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 rp (rep): no additional information was contained in this document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml 96 mg/day). It was reported that the patient had an infection at or near the pump site. There were no environmental/external/patient factors that may have led or contributed to the issue. The device was explanted and would be returned for analysis. It was noted that the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.